Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - inform meter (B)(6) - inform base unit.

Event description:
Caller states that the inform base unit shows signs of an electrical short. Caller states that the connector pins (first and last) are burned and the plastic is melted. No adverse event reported. Requested return of suspect device and replacement was sent.